Event description:
It was reported that balloon rupture occurred. The 92% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during third inflation at 17 atmospheres for 16-18 seconds, the balloon ruptured. There were no balloon pieces left in the patient's body and the procedure was completed with another of the same device. No patient complications nor injuries reported and the patient was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was visually and microscopically examined. There was blood and contrast in the inflation lumen. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole in the balloon located 3mm proximally from the distal markerband. The device failed to inflate to rbp. Product analysis confirmed the reported event, as during functional testing the device was found to have a pinhole damage to the balloon.

Event description:
It was reported that balloon rupture occurred. The 92% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during third inflation at 17 atmospheres for 16-18 seconds, the balloon ruptured. There were no balloon pieces left in the patient's body and the procedure was completed with another of the same device. No patient complications nor injuries reported and the patient was stable.